Event description:
Suture broke and patient came back in 2004. Reclosed. Procedure: episiotomy. No additional information available.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction and/ or adverse event did not occur, the complaint will be reported to the FDA.